Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, the study was 46:02:42 in duration instead of the intended 48 hours. The study shows multiple ignores at various times which are attributed to the distance between the capsule and the recorder exceeding the recommended 2 meters. A review of the device history record indicates that the product was release meeting finished product specification, and since the product was not returned the cause of the failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo short study which was missing data on the first day of the study. The patient had no implanted devices. A repeat procedure will be performed.